Event description:
Suture breakage, post-op. Customer reports evisceration occurred 8 hours after surgery when pt coughed and vomited causing sutures to come untied. Event required reoperation to repair evisceration.